Event description:
During a ptca treatment procedure the maverick2 monorail balloon ruptured at 8 atms on the third inflation. (The first and second inflations were to 6 atms.) The lesion being treated was a 100% restensosis of an s670 stent in the mid rca at the tortuous atrio - ventricular branch of the posterior descending coronary artery. The pt was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.